Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillator was explanted due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. This device was subjected to and passed all return product testing. Analysis determined this device met specification.